Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a chronic driveline infection, which was treated with suppressive antibiotics. No further information was provided.

Manufacturer narrative:
Additional information. The referenced pump exchange was reported under medwatch MFR # 2916596-2017-01515. The device remained implanted and the patient remained ongoing on vad support until a device exchange on (B)(6) 2017. A correlation between the device and the reported chronic infection at the driveline exit site could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: patient underwent a pump exchange on (B)(6) 2017.